Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was an issue regarding a 14fr coude foley that was unable to deflate. They ended up having to cut the one-way valve to deflate the balloon. The patient didn¿t suffer any ill effects and the package and foley were discarded.

Event description:
It was reported that there was an issue regarding a 14 french coude foley which was unable to deflate. They ended up by cutting the one way valve to deflate the balloon. The patient did not suffer any ill effects and the package and foley were discarded. It was also reported that again a 14 french coude was unable to deflate the balloon. The user had to cut the valve but that did not work. The patient went to the research for the catheter deflation. The urologist passed a wire through the foley and deflated the balloon. The urologist said that there was a manufacturing defect about halfway up the catheter. Also the customer had 6 additional unused catheters from the cancer center. The patient had to leave the cancer center and taken to the clinic for removal. Per follow up response received on 20jan2021 the patient treatment was delayed and not harmed due to excellence in care and rescue efforts. The patient was inconvenienced and need to be transferred off site to one of their clinics for the catheter removal and additional costs were incurred by the facility.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.